Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted. Prior implanting physician directly sutured lead body/insulation to the muscle, not with tie down sleeve. There were no problems with lead performance, but poor placement/implant technique from the previous implanter. No additional adverse patient effects were reported.